Manufacturer narrative:
One cadd administration sets - flow stop was returned for analysis due to a priming issue or leakage. The set was primed using the cadd pump solis and it was primed successfully. The sample was set for testing using a hydrostat vessel to look for leaks. No leaks were detected flow from devices, successfully passed primed. The manufacturing process was reviewed in order to verify that there are no situations or practices that could create the event. During the manufacturing process, production personnel do a visual inspection before a process (assemble, bond, etc.) To ensure that the material is in perfect shape; also right after a work station, personnel redo an inspection in order to find any discrepancies. Production performs a leak and accuracy test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel inspects samples 15 units every 2 hours to ensure that the bonded joints following the criteria below the bonded joints following these criteria. Tubes are not kinked or coiled too tightly. Tubes shall not have flat spots, or other damage. Parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. Leak test is properly performed. The cause of issue cannot be determined since the complaint was not confirmed due to the fact the sample was successfully tested.

Event description:
Information was received indicating that cadd administration sets - flow stop is not able to be primed. The pump indicates that 10 cc was primed. There's also suspicion that the tube is leaking. The infusion was for ropivacaine and fentanyl. There were no adverse events reported.